Event description:
It has been reported to philips that the system would not boot. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. A philips field service engineer (fse) examined the system on-site and confirmed that the system would not boot. Upon testing and verifying the issue, fse found that teal power conditioner is not passing post test. Fse found the pdu (power distribution unit) was not passing the incoming 480 volts ac power, through the pdu to the rest of the imaging system. Fse ordered front panel assy which has same parts as gss-pdu. Fse installed new parts and tried, which did not work. To resolve the issue, fse put old parts back in gss-pdu and booted pdu up, tested and passed. System came back on with no issues at all. X-ray and geometry all passed with no issues. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.